Manufacturer narrative:
Additional information describe event or problem, other relevant history: on the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported future date, the patient was scheduled to undergo retraining of proper connect/disconnect methods along with retraining on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as handling. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics. At the time of this report, the patient was still hospitalized and was recovering from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.